Event description:
The customer reported that she was hospitalized due to high blood glucose levels. The blood glucose reading at the time of admission was unk. The customer's husband found her unconscious, and thought she was experiencing low blood glucose levels. The husband injected her with a glucose pen, sending her blood glucose levels even higher. The customer stated that the insulin pump was not working and felt that something was wrong with it. Troubleshooting was performed, and found that the customer was not receiving any insulin because the basal rate patterns were turned on. The customer does not use different basal patterns, and there was nothing programmed in any of the patterns. Assisted the customer in setting the insulin pump back to the normal basal rates. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.